Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. It was suspected that the lead was fractured. On (B)(6) 2018, the lead was capped and replaced. During the procedure, the pacemaker was exposed to electrocautery resulting in a diagnostics anomaly. The device was displaying a false elective replacement indicator and end of service alert. On (B)(6) 2018, the device was reloaded and the indicators were cleared. Patient was asymptomatic and stable throughout.